Manufacturer narrative:
H10: the field service engineer could not duplicate the reported issue, no flow or pressure. Performed flow and pressure tests and they passed. The fse was unable to recreate or observe the problem that was reported (v60 did not give flow or pressure to patient, v60 did not alarm). The unit successfully passed performance verification tests and determined ready for use. H11: updated information received reported the issue occurred outside of clinical use during preventative maintenance. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips that the device was not providing air flow or pressure and did not alarm. The device was reported as being in use at the time of the event on a patient. There was no adverse patient impact reported.